Manufacturer narrative:
One medfusion pump was received with the top case cracked down from the tubing guides. The event history log was reviewed and there was a check clutch/plunger lever error in the history. Flow and occlusion tests were conducted and the reported issue was able to be duplicated. The clutch half's left and right with leadscrew and spring were replaced to resolve the issue. The issue was due to normal wear since the parts were over 7 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a clutch error during occlusion test. There was no reported adverse event.